Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h 01/16, checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
A patient was diagnosed with diabetic ketoacidosis (dka) and subsequently hospitalized after blood glucose (bg) levels reached 559 mg/dl. Pod was worn between 36 and 48 hours leading up to this event. In addition to elevated bg levels, patient exhibited symptoms of abdominal pain. Treatment at hospital included administration of insulin and intravenous fluids.

Manufacturer narrative:
The returned device was determined to be operating as expected during insulet's evaluation. No problems were found that could conclusively be attributed to a deficiency in insulin delivery.